Event description:
Customer received thyroid results for one patient that did not fit the clinical picture and 29 patient samples with discrepant free t4 results. Customer provided thyroid results for total of 41 patients, 30 patient results were discrepant. Patients 2-30 were repeated by a different analyzer (architect) for free t4, units of measure pmol per l: patient 1, tsh 2.8 mmu per l, free t4 29 pmol per l, endocrinologist complained results "could not be right". This patient does not take hormones. Patient 2, initial 14.32, repeat 11.38. Patient 3, initial 12.98, repeat 9.62. Patient 4, initial 15.04, repeat 11.67. Patient 5, initial 13.33, repeat 10.72. Patient 6, initial 12.57, repeat 10.32. Patient 7, initial 13.39, repeat 10.42. Patient 8, initial 13.88, repeat 10.89. Patient 9, initial 6.74, repeat 5.62. Patient 10, initial 13.01, repeat 9.51. Patient 11, initial 10.19, repeat 8.36. Patient 12, initial 16.80, repeat 12.91. Patient 13, initial 18.50, repeat 13.98. Patient 14, initial 20.22, repeat 14.01. Patient 15, initial 17.87, repeat 14.38. Patient 16, initial 16.09, repeat 12.17. Patient 17, initial 25.27, repeat 15.47. Patient 18, initial 16.11, repeat 11.47. Patient 19, initial 24.59, repeat 16.89. Patient 20, initial 21.73, repeat 17.14. Patient 21, initial 18.22, repeat 12.32. Patient 22, initial 65.79, repeat 36.12. Patient 23, initial 44.58, repeat 30.27. Patient 24, initial 37.21, repeat 25.02. Patient 25, initial 24.92, repeat 17.13. Patient 26, initial 26.36, repeat 18.67. Patient 27, initial 24.90, repeat 19.44. Patient 28, initial 21.65, repeat 15.46. Patient 29, initial 47.21, repeat 29.61. Patient 30, initial 27.75, repeat 21.67. Date of all testing is unknown. No information was provided to determine if any adverse events occurred. No adverse events were reported. If additional information is received, appropriate notification will be provided.

Event description:
Info rec'd indicates, the bed is not working and the head of the bed is not going down.

Manufacturer narrative:
Samples were requested but not available for investigation. A recovery difference between methods may exist due to standardization differences. The reported issue was not caused by reagent quality and was a general question regarding the different standardizations of the assay and the customer's reference range studies.